Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4). Associated medwatch:[mr#1221934-2018-51001].

Event description:
It was reported that 2 of the anchors were broken when the surgeon implanted to the patient¿s body during anterior talofibular ligament surgery on (B)(6) 2018. It was brand new and the first use when the issue occurred. There was no harm to the patient.

Manufacturer narrative:
Product complaint # ==> (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary ==> the complaint device is not being returned, it was discarded by the customer, therefore unavailable for a physical evaluation. This complaint cannot be confirmed. A non-conformance search was performed for this product code /lot combination and no non-conformances were identified. No further information regarding the technique or instruments used has been provided to determine a root cause for this failure. If any additional information is obtained, this complaint will be re-opened to capture that information. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4). Associated medwatch:[mr#1221934-2018-51001].

Event description:
It was reported that 2 of the anchors were broken when the surgeon implanted to the patient¿s body during anterior talofibular ligament surgery on (B)(6) 2018. It was brand new and the first use when the issue occurred. There was no harm to the patient. Additional information was received on october 21st, 2018. It was reported that there were no broken fragments of the device. The reporter stated that there were no procedural or patient anatomy factors which may have contributed to the breakage. It was reported that no surgical intervention was planned and no portion of the device remained in the patient as there were no broken fragments.